Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3, dilated heart, shifted heart axis, and calcified anterior mitral leaflet. It was noted that this was a second mitraclip procedure. A mitraclip was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw (40809a2013), was then inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred and two minutes post deployment, the second clip detached from the anterior mitral leaflet and remained attached to the posterior mitral leaflet (single leaflet device attachment/slda). To stabilize the slda, a third clip, a mitraclip xtw (40827a1102) was inserted, and grasping was performed. However, difficulties visualizing the clip occurred and the leaflets were unable to be grasped or captured. Therefore, the clip was removed from the patient. The procedure was complete with two clips implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment per the physician was likely due to calcification on the aml and is, therefore, related to patient conditions. Image resolution poor was attributed to patient and procedural conditions as difficulties visualizing the clip during the procedure was reported due to the shifted heart axis. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.